Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed that the helix/lobe was distorted/bent.

Event description:
It was reported during the implant procedure that the lead could not be maneuvered in the ventricle because the lead tip was caught by the tricuspid valve. When the physician removed the lead from the patient, it was observed that the helix was deformed. Before inserting into the vein, the helix was not visible. The lead was not implanted. No patient complications have been reported as a result of this event.